Event description:
It was reported that the patient experienced hematoma located in his scrotum, after his inflatable penile prosthesis (ipp) procedure. At the moment, it is unknown what caused these symptoms. The physician does not believe the hematoma was a result of injury during implant procedure. The ipp was removed and replaced. No information about the patient's outcome was provided.